Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of visual evaluation of the returned packaging identified that the tyvek lid has been delaminated. The complaint has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the device has been manufactured using the correct material and work instructions, however, it has been identified that there is a potential issue with the tyvek lid supplied. The root cause of the reported issue is attributed to manufacturing deficiency at the supplier of tyvek lids. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a taperloc package was open and the paper was torn. The surgeon refused to use the implant and a new stem was used. This caused a surgical delay of 2 minutes. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.